Event description:
It was reported that the pump was alarming "delivery too slow" after about 9ml of a clinician bolus and was reproducible across multiple infusions. Two 20ml clinician boluses were infused, the first taking 5 minutes 20 seconds and the second taking 5 minutes 26 seconds, which equates to 221ml/hr and 225 ml/hr respectively. The volume delivered was 20ml plus or minus 0.5ml. Ran the same protocol and infusion using the same set on a second pump which delivered in 4 minutes 51 seconds which equates to approximate 247ml/hr. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log revealed records of 'delivery too slow' alarms. Functional testing confirmed the reported problem. It was determined that this issue can occur when the pump is delivering at a high volume and the power to the pump is not sufficient. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. Additional information was received and reported that there was patient involvement, and no patient harm/adverse event reported.